Event description:
The customer reported being in the emergency room due to high blood glucose. The blood glucose reading at time of call was 554mg/dl. The customer experienced nausea, back pain, vomiting, and she was not able to go to the bathroom. The customer mentioned that she had kidney infection, which may have contributed to her high glucose. The caller stated that the buttons were unresponsive. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.